Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a successful lead extraction proceudre, the patient was stable and the pocket was closed. When the 12f introducer sheath was removed from the groin after the procedure, bleeding was noticed in the area. Vascular surgeon discovered an injury in the right common iliac artery. The account alleges that the needle contained within the bridge accessory kit punctured both the femoral vein and the artery during preparation for prophylactic staging of the bridge balloon prior to the case, and that the 12f introducer sheath provided tamponade to the injury during the actual procedure. Only after the 12f introducer sheath was removed was the injury detected. It has been reported that the right common iliac artery was stented and the patient survived the procedure. There was no alleged malfunction of the bridge balloon, nor did the bridge balloon itself contribute to a serious injury.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.